Manufacturer narrative:
(B)(4) - a supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient reported that as he was removing the cassette at the end of treatment and discovered that there was fluid inside of the cycler. The patient had noticed an alarm for air detected in the cassette earlier but had finished treatment. Additional information received from the patient's pd nurse confirmed that no adverse event had occurred, the patient presented to the clinic later that day ((B)(6) 2016), the patient was treated with antibiotics prophylactically ¿ one dose of vancomycin at 2 g and ceftazidime at 1.4 g through the intraperitoneal route. The patient¿s effluent was clear and no culture was performed. The complaint sample has been requested and is currently expected to be returned.

Manufacturer narrative:
Device available for evaluation?, device evaluated by MFR? Have been updated for corrected data. The complaint sample was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. No companion sample was available for investigation as the entire lot has been sold and distributed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the record review confirmed the labeling, material, and process controls were within specification. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed.